Event description:
It was reported that a 48-year-old african american female who underwent a breast augmentation primary with unknown mentor saline breast implant experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on june 09, 2022. Device evaluation completed on june 17 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 300cc breast implant had a crease/fold on the posterior view. Additionally, an area of missing material was observed within the crease, measuring approximately 1.9 cm x 1.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information indicated that the patient underwent bilateral mentor saline implants. Manufacturer¿s reference number: (B)(4).